Event description:
Boston scientific received information that an x-ray showed that this right ventricular (rv) lead had pulled back from its original implanted site. There was loss of capture (loc) resulting in greater than 2 seconds of syncope. This rv lead was successfully repositioned with no adverse patient effects from the procedure.

Manufacturer narrative:
The rv lead was successfully repositioned with no adverse patient effects reported from the procedure. Should additional information become available this investigation will be updated.